Manufacturer narrative:
This report is submitted on june 12, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced persistent infection resulting in administration of a topical antibiotic.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2019, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported. This report is submitted on 03 december 2019.